Event description:
According to the reporter, during a joint case of complete surgical cytoreduction (cc-0) including posterior exenteration, bilateral ureterolysis, appendectomy, end to end anastomosis, proctoscopy, peritonectomy of both diaphragmatic domes, installation of two chest tubes, local excision of a lesion hepatic segment ivb, partial hepatectomy of a lesion in segment vi, cholecystectomy, paramesocolic omentectomy, radical dissection of the pancreatic tail, splenectomy, gastrographic, colotomy for excision of an implant on the transverse colon, chemotherapy hypothermic intraperitoneal therapy (hipec), the staple line was incomplete and had poor formation. 14 days after the initial surgery, the patient had to go back in surgery for anastomotic leak, and the surgeon sewed it to resolve the issue. During the second surgery, the surgeon used a circular end-to-end anastomosis stapler, and it performed well. The air leak test was negative, and the surgeon still reinforced the anastomosis over 360 degree using separate points of 3-0 silk seromuscular.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.